Manufacturer narrative:
Product event summary: analysis confirmed the reported event; patient output connector was broken. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the area were the cable is placed is broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.